Event description:
Per user facility medwatch form, #mw5168658, during an unknown procedure; clip applier malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 5/9/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot/batch number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify how did device not work? It¿s so far back (4/1) and I have to give you about what the common theme has been with the ligamax clip applier malfunctioning. It just doesn¿t hold the tissue well and falls out easily. Now a majority of the surgeons are paranoid (?) To use it. Did device jammed (not fire clips)? I can¿t answer because it happened on 04/01. Did device not feed clips? I can¿t answer because it happened on 04/01. Did device drop or eject clips? It hasn¿t been a common issue but I¿ve heard it happening before. Did device sideways feed clips? It¿s been one of the common themes with the ligamax malfunction. Did device fire malformed clips? It also has been a common issue with the clip applier. Did device fire scissored clips? I don¿t know. If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.